Event description:
Patient's mother has received multiple reports from the home care nurses about issues with the obturator for patient's custom-made bivona trach tubes. The obturator does not fit well into the trach and causes issues during trach changes. Per mom, it is difficult to insert the trach with the obturator in, but the greatest concern is the removal of the obturator. The curve of the obturator does not match the curve of the custom-made trach. They had no issues with the previous obturator )plastic) and all issues stated when obturator was changed to the metal style.